Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump error 43, motor errors, or prime, rewind anomalies were noted during testing. Motor was tested outside the device, and it passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported that the insulin pump had motor error detected from hall sensor. Customer¿s blood glucose level was unknown. Customer was unable to rewind the insulin pump. Customer was able to clear the alarm. The insulin pump was not exposed to high magnetic field. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.